Event description:
During a cataract extraction procedure, the vitrectomy mode of this ophthalmic microsurgical unit failed. There was no pulse or aspiration. Another unit was used to complete the procedure.